Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they were in a car accident where they were rear ended. The rep. Checked the system out after the accident and found no issues with high impedances or lead migration (which was determined with fluro.), but the consumer didn¿t think the coverage was the same and didn¿t cover their pain. The rep. Then tried to reprogram the device for better coverage, but the consumer stopped using stimulation because it wasn¿t working the same and didn¿t cover their pain, so the system was explanted and replaced. It was noted during explant the leads were damaged and discarded but the implant was going to be returned. Following this the issue was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.